Event description:
Additional information received reported that ¿this never happened¿ and the report was denied.

Event description:
It was reported that an interview as conducted on the date of this report with an orthopedic surgeon who personally implants baclofen pumps and manages pumps for a portion of those patients. The surgeon mentioned one incident in his career of a patient death from baclofen withdrawal. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, , product type: catheter. The exact date of death was not provided and is unknown. (B)(4).